Manufacturer narrative:
Correction to section d suspect medical device, implant date, d6a: for medical devices that are implanted in the patient, provide the implant date or best estimate. If partial information is known, populate approximate date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported. Additional information regarding the implant date was requested.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported. Additional information regarding the implant date was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.